Event description:
Affiliate reports that the reservoir expanded completely within 30 minutes and the aspirated volume was smaller that usual. The nurse had to check and re-aspirate the reservoir every 30 minutes. The wound drainage system was removed from the patient after two days of use. No adverse event noted.